Event description:
It was reported that the patient came into the clinic for a post-op follow up. An increase in the rv capture threshold was noted. Dft tests were performed successfully. After the dfts, the capture threshold decreased but was still slightly high. The patient was sent home and normal follow-up will continue. Patient condition was stable and no further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.